Event description:
The registered nurse (rn) contacted global technical services (gts) regarding a high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use, at the end of therapy. The fill volume was equal to 2000ml, and the ultrafiltration (uf) was equal to 2401ml. The technical service representative (tsr) explained the high drain alarm. The rn said that they were expecting a high uf volume. The caller would call back if they had any problems or questions. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported alarm. The nurse was made aware of the alarm by the patient. The nurse stated that the patient has been doing fine since then. She stated that the patient was using 4.25% solution which she believed caused the alarm. She said that the patient is young so she is working him to understand fluid restrictions. She stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), based on the reported information. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The assignable cause of the iipv was undetermined.